Event description:
Upon opening the syringe package and pulling one syringe out, tech noticed that the plastic removable cap was broke and could not be removed. Package was removed from service and new package opened. Manufacturer response for sterile disposable syringe, medrad stellant sterile disposable syringe (per site reporter). No response yet.